Manufacturer narrative:
Failure analysis noted that the down arrow of the insulin pump did not respond due to flattened button dome switch. They were unable to verify the battery out limit alarm and perform dual bolus for flashing screen due to the no button response. There was no moisture damage on the electronics. The pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 23.6 mmol/l at the time of incident. The customer's father stated that his son was trying to do a dual bolus when the screen started flashing. They changed the batteries but they saw a battery changed too slow message and they were unable to clear it. The customer had not treated but they have a backup plan. He also stated that the buttons were unresponsive and possibly received a button error alarm. He stated that the pump was possibly exposed to rain or sweat. He was advised to disconnect from the insulin pump and revert to back-up plan. He was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.